Event description:
It was reported that a patient underwent a successful x-stop procedure at levels l3/l4 and l4/l5. Approximately one year post procedure, the patient was in a car accident which narrowed the spaces between the devices by 3-4 mm. Reportedly, the patient feels better with the devices than prior to the procedure. The patient is now experiencing radicular pain, which was not experienced prior to the accident. The patient is still continuing with his daily work. He has been provided with different options for his pain, however, he is considering his choices. No treatment has been determined at this time. No additional information was reported.

Manufacturer narrative:
Device was not returned; followed up with physician.